Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's heart rate was pacing below the programmed lower rate of the implantable cardioverter defibrillator (ICD). There was also oversensing exhibited on the right ventricular (rv) lead with double counting of r waves and a number of short v-v intervals. The device and lead remain in use. No patient complications have been reported as a result of this event.